Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the implant coil could not be visualized under digital subtraction angiography (dsa). Upon removal of the delivery pusher, the implant coil was noticed missing. The user indicated that the coil was not inspected prior to use, therefore it is unknown if the implant fell off prior to use. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).